Manufacturer narrative:
No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device passed displacement and self-test. The audio tones/beeps/vibrate and audio options volume 1-5 functioned properly. No unexpected pump error 63 noted during testing. However, pump error 63 alarm confirmed in device history due to a hardware error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that down buttons were not responding. The customer stated that he had to press down more then a few times its very hard. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The back button and back arrow button were unresponsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.